Event description:
Ballard in-line suction catheter leak resulted in desaturation and need for manual ventilation until oxygen saturation by pulse oximetry resolved. Dates of use: (B)(6) 2015. Diagnosis or reason for use: clearing secretions from the airway to allow breathing. Event abated after use stopped or dose reduced?: yes.